Event description:
The patient was undergoing a coil embolization procedure in the subclavian collateral vein using a packing coil lp and a non-penumbra microcatheter. During the procedure, after advancing the packing coil lp into the target location, the physician noticed the proximal portion of the packing coil lp was too close to the ostium of the subclavian vein and decided to reposition the packing coil lp. After retracting approximately half of the packing coil lp back into the microcatheter, the physician experienced resistance and made multiple attempts to advance and retract the coil through the microcatheter but the coil would not respond. The physician attempted to remove the packing coil lp when the coil had unraveled and unintentionally detached from the pusher assembly. It was also reported the packing coil lp had fractured into separate segments after unraveling. Therefore, the physician clamped down on the microcatheter to remove the microcatheter and the packing coil lp together as unit; however, the attempt was unsuccessful. A snare device and another catheter were then used to remove fragments of the unraveled packing coil lp. A snare was used for several passes to remove portions of the unraveled packing coil lp. The physician determined that the remaining segment of the packing coil lp was in the intended location of the vessel. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.